Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, gastroenteritis norovirus, bronchospasm, anxiety, menorrhagia and chest wall pain. Concomitant products included citalopram, estradiol, medroxyprogesterone acetate (depo-provera) since (B)(6) 2012 to 2017 and omeprazole. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in her lower abdomen/cramping"), groin pain ("groin area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), nausea ("nausea"), allergy to metals ("nickel allergy"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, nausea and vaginal discharge had resolved and the groin pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, allergy to metals, bladder disorder, urinary tract disorder, the last episode of dysmenorrhoea, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, bacterial vaginosis, bladder disorder, fatigue, groin pain, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received: reporter information, other relevant history, lab data, product information and events: abnormal bleeding (vaginal), menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, nausea, nickel allergy, dysmenorrhea (cramping), vaginal discharge, bladder or urinary problems or changes, bladder or urinary problems or changes, fatigue, weight gain, weight loss were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in her lower abdomen") and groin pain ("groin area pain"). She was treated with a surgery to remove essure on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and groin pain outcome was unknown. The reporter considered abdominal pain lower, groin pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.